Event description:
Additional information received from the patient indicated that they were informed on the battery life of their ins; however, the issue of taking too long to recharge has not really been resolved. The patient¿s weight at the time of the event is (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they typically get 6-8 coupling bars, and recharges every 2-3 days. They noted that they think the implantable neurostimulator (ins) is around ½ full when they start to recharge. The patient stated that it is taking them longer to recharge the ins. It was suggested that the patient have a manufacturing representative check their recharging statistics at their next appointment, which is on (B)(6) 2017. No further complications or symptoms were reported. The patient was implanted for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.